Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized in intensive care unit due to diabetic ketoacidosis as well as hyperglycemia on (B)(6) with blood glucose level 450 mg/dl to 600 mg/dl and the current blood glucose level was 300 mg/dl. The customer was assisted with troubleshooting. The customer was treated with pen, insulin drip at hospital and shot for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer did not allege insulin pump was under delivering. Customer did not have a tubing clamp available. The device will not be returned for analysis.